Event description:
It was reported that this implantable pacemaker exhibited noise and low out of range pacing impedance measurements on the non-boston scientific right ventricular (rv) channel. There were few episodes of noise, recorded as non-sustained ventricular tachycardia (nsvt). Furthermore, it was stated that this patient had a habit, since the pacemaker was replaced a few years ago, of moving the pacemaker around in every direction. This device currently remains in service. No adverse patient effects were reported.